Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of swollen lymph nodes is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe has been discarded. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that patient was injected in chin and cheeks with 1 syringe of juvéderm voluma® xc and juvéderm vollure¿ xc with juvéderm volbella® xc under the eye. Within 24 hours after the injection, patient developed bruising. Over the past 24 hours, "the pain has gotten better but it has gotten a bit more purple." Patient was treated with ice and massage. Eleven days later, symptoms resolved. At an unspecified time later, patient developed swelling. Patient was prescribed a medrol® dose pack. Patient was then treated with hyaluronidase on two separate occasions. Lymph node swelling along the jawline was observed and it was found there was lymphatic drainage. Symptoms ongoing. This is the same event and the same patient reported under MDR ID # 3005113652-2021-03432 (allergan complaint # (B)(4)), and MDR ID # 3005113652-2021-03435 (allergan complaint # (B)(4)). This MDR is being submitted for the suspect product, juvéderm volbella® xc.